Event description:
The clinical consultant reported that the automated impella controller purge disc was not able to be recognized despite multiple attempts. There was no patient harm reported.

Manufacturer narrative:
E.1 first and last name of the initial reporter are unknown. The investigation into purge disc/flag issues has been completed. Clinical staff reported that the console would not detect the purge disc after multiple attempts. The complaint intake form reported that this complaint was related to a clinical procedure, but there were no adverse events related to this product malfunction. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested. The purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the purge disc not detected was confirmed to be a broken flag. This report is being filed as part of a retrospective review of historical records.